Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated on patch side assessed as surgical damage. ¿ other technical: not observed additional observations: ¿ crease fold observed. ¿ wear abrasion observed. ¿ black particle inside of the fill channel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side "deflation." Healthcare professional additionally reported "particles in valve." Device has been explanted and replaced.